Event description:
The hospital reported that during the procedure, they saw blood going back up the external tubing back into the hotline fluid chamber. No adverse outcome to pt.

Manufacturer narrative:
Evaluation - a complete investigation into this event could not be performed as the user facility did not retain the event sample and did not record the lot number involved. We are unable to determine if this event is due to a device malfunction or incorrect technique. A review of the two possible lot numbers provided reveals no similar reports on either lot. We are not able to determine the cause of this event as not enough information has been provided. We have logged this report for trending.